Event description:
On august 23, 2006, the lay user/patient contacted lifescan alleging that her one touch ultra was reading inaccurately high compared to her feeling/normal readings. The medical affairs specialist spoke with the patient on august 29, 2006, to obtain/verify the following information. The patient became concerned that her meter was reading higher than usual about 2-3 weeks prior to contacting lifescan. The patient was expecting meter readings between "110-125 mg/dl" and takes 16-18 units of 70/30 novolog insulin but was obtaining meter readings in the "150-170 mg/dl" and was increasing her insulin dosages to 22 units based on her sliding scale. During this time, the patient continued taking her insulin as usual and did not experience any symptoms of high or low blood glucose. The patient contacted her doctor around august 14, 2006 morning, regarding her concerns with her meter readings and her doctor advised her to check her meter. On four separate days during 2006, the patient developed low blood glucose symptoms of "shakiness, dizziness, weakness, and inability to walk" about an hour to an hour and a half after taking 22 units of 70/30 novolog insulin based on her fasting meter readings. Her fasting meter readings were "145, 153, 156, and 171 mg/dl." The patient did not retest while experiencing symptoms but ate food and drank orange juice, which relieved her symptoms. The patient ran control solution tests prior to contacting lifescan and the results reportedly fell outside the range. The patient was unwilling to perform another control solution test with the customer care advocate (cca); however, the cca verified that the meter was correctly set to "mg/dl," an approved sample source (finger) was used for blood glucose testing, and the correct testing/techniques were used. The cca obtained "145, 142, 123, and 153 mg/dl" readings from the patient's meter's memory; however, the date/time of the results were not specified. This complaint is being reported because the patient developed symptoms that suggest the patient was hypoglycemic after obtaining the meter readings and taking insulin. In addition, the control solution tests reportedly failed. The meter, test strips, and other control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.